Event description:
Per china aer database: it was reported that during a power outage, the unit did not switch to battery backup. It was unknown whether or not this occurred during patient use, but there was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).